Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm after multiple set changes. The customer's blood glucose was 400 mg/dl at the time of incident. Customer reports they have changing the infusion set and reservoir set several times for two to three weeks. Caller said that she wanted to try a few things tonight and she said she will be calling back tomorrow if the issue continues. The insulin pump will not be returned for analysis.